Event description:
The surgeon impacted the anchor and when he has removed the foam to take the wire, this later was damaged. This defect was noticed on 2 others anchor with the same lot number.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, then it will be submitted in a supplemental report.